Manufacturer narrative:
Results: the second benchmark 6f 071 delivery catheter (benchmark dc) was kinked in multiple locations throughout the proximal shaft and ovalized in multiple locations throughout the distal shaft. Conclusions: evaluation of the returned devices revealed that the first benchmark dc was fractured in the proximal shaft and ovalized in the distal shaft. The fracture likely occurred due to forceful manipulation of the benchmark dc at extreme angles during removal from the packaging tube. The ovalization likely occurred due to pinching or compression during preparation for use. Further evaluation revealed that the second benchmark dc was ovalized in distal shaft. This damage likely occurred due to pinching or compression during preparation for use. The kinks found in the second benchmark dc were likely incidental and may have occurred during packaging for return. Benchmark dc devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00382.

Event description:
During preparation for a medical procedure, the hospital staff noticed that one benchmark 6f 071 delivery catheter (benchmark dc) was kinked at the hub and another benchmark dc had a flattened distal tip after removal from their packaging pouches. Both of the damaged benchmark dc devices were found prior to use and were not used for the procedure. The procedure was completed using a new benchmark dc.